Event description:
Additional information was received that the rv and ra channels of the device were reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-47842, 2017865-2023-47843during an in-clinic follow-up, increased pacing impedance was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.